Event description:
Device 3 of 4. Reference MFR. Report#: 3006705815-2020-01641, reference MFR. Report#: 3006705815-2020-01642, reference MFR. Report#: 1627487-2020-03884. Follow-up revealed the patient's issue resolved over time.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 3 of 4. Reference MFR. Report#: 3006705815-2020-01641. Reference MFR. Report#: 3006705815-2020-01642. Reference MFR. Report#: 1627487-2020-03884. It was reported the patient was admitted to the hospital and sepsis was determined to be the issue that was alleged to be related to the patient's lead incision. The patient's current status is unknown at this time.